Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 44-year-old female patient who had essure (batch nos. 12496680 and 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 ((B)(6) 1989, (B)(6) 1991, (B)(6) 1994, (B)(6) 2008), placenta previa, premature delivery, recurrent abortion, cholecystectomy, umbilical hernia repair, breast reduction, gastric bypass, multiple cesarean sections and cystitis interstitial. Concurrent conditions included body mass index normal, anesthesia, dysfunctional uterine bleeding, anemia, allergic reaction to analgesics, abdominal pain lower, uterine fibroid, tobacco user and nonsmoker. Family history included breast cancer (sister), hypertension (father), copd (father), heart disease, unspecified, lung cancer (siblings), breast cancer (siblings) and stomach cancer (siblings). On (B)(6) 2011, the patient had essure inserted and removed on (B)(6) 2013. A new essure was inserted on an unknown date. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction") with rash, urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pruritus ("itchy skin") and back injury ("back injury from fall"). The patient was treated with surgery (underwent full hysterectomy and d&c). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the hypersensitivity, pruritus, urinary tract infection, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue, weight increased, alopecia and back injury outcome was unknown. The reporter considered alopecia, back injury, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Underwent hysterosalpingogram (hsg) (B)(6) 2013 : digital bilateral diagnostic mammogram and right breast ultrasound : findings: bilateral mammogram was performed. The breasts are heterogeneously dense which somewhat limits the sensitivity of mammography and could conceivably obscure a elslorl. There are changes of post-reduction bilaterally. Ultrasound of the area of concern as indicated by the patient in the right breast 12 o¿clock position is unremarkable. There is no solid mass or dominant cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: dysmenorrhea (confirming painful periods ), vaginal bleeding (confirming heavy vaginal bleeding)". Lot number: 12496680, expiration date: 2014/04, manufacturing date: 2011/07. Lot number: 789028, expiration date: 2013/10, manufacturing date: 2010/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 44-year-old female patient who had essure (batch no. 12496680, 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included multigravida, parity 4 ((B)(6)1989, (B)(6)1991, (B)(6)1994, (B)(6)2008), placenta previa, premature delivery, recurrent abortion, cholecystectomy, umbilical hernia repair, breast reduction, gastric bypass, multiple cesarean sections and cystitis interstitial. Concurrent conditions included body mass index normal, anesthesia, dysfunctional uterine bleeding, anemia, allergic reaction to analgesics, abdominal pain lower, uterine fibroid, tobacco user and nonsmoker. Family history included breast cancer (sister), hypertension (father), copd (father), heart disease, unspecified, lung cancer (siblings), breast cancer (siblings) and stomach cancer (siblings). On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction") with rash, pruritus ("itchy skin"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back injury ("back injury from fall"). The patient was treated with surgery (underwent full hysterectomy and d&c). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the hypersensitivity, pruritus, urinary tract infection, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue, weight increased, alopecia and back injury outcome was unknown. The reporter considered alopecia, back injury, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 140 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Underwent hysterosalpingogram (hsg) (B)(6)2013 : digital bilateral diagnostic mammogram and right breast ultrasound : findings: bilateral mammogram was performed. The breasts are heterogeneously dense which somewhat limits the sensitivity of mammography and could conceivably obscure a elslorl. There are changes of post-reduction bilaterally. Ultrasound of the area of concern as indicated by the patient in the right breast 12 o¿clock position is unremarkable. There is no solid mass or dominant cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: dysmenorrhea (confirming painful periods ), vaginal bleeding (confirming heavy vaginal bleeding)" lot number: 12496680 expiration date: 2014/04 manufacturing date: 2011/07 lot number: 789028 expiration date: 2013/10 manufacturing date: 2010/10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Event "essure confirmation test: no" added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 12496680, 789028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 4 ((B)(6) 1989, (B)(6) 1991, (B)(6) 1994, (B)(6) 2008), placenta previa, premature delivery, recurrent abortion, cholecystectomy, umbilical hernia repair, breast reduction, gastric bypass, cesarean section and cystitis interstitial. Concurrent conditions included body mass index normal, anesthesia, dysfunctional uterine bleeding, anemia, allergic reaction to analgesics, abdominal pain lower, uterine fibroid, tobacco user and nonsmoker. Family history included breast cancer (sister), hypertension (father), copd (father), heart disease, unspecified, lung cancer (siblings), breast cancer (siblings) and stomach cancer (siblings). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), hypersensitivity ("allergic or hypersensitivity reaction") with rash, urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pruritus ("itchy skin") and back injury ("back injury from fall"). The patient was treated with surgery (underwent full hysterectomy and d&c ). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the hypersensitivity, pruritus, urinary tract infection, bladder disorder, urinary tract disorder, nausea, tooth disorder, dyspareunia, fatigue, weight increased, alopecia and back injury outcome was unknown. The reporter considered alopecia, back injury, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, pruritus, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Underwent hysterosalpingogram (hsg): (B)(6) 2013 : digital bilateral diagnostic mammogram and right breast ultrasound : findings: bilateral mammogram was performed. The breasts are heterogeneously dense which somewhat limits the sensitivity of mammography and could conceivably obscure a elslorl. There are changes of post-reduction bilaterally. Ultrasound of the area of concern as indicated by the patient in the right breast 12 o¿clock position is unremarkable. There is no solid mass or dominant cyst. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: dysmenorrhea (confirming painful periods ), vaginal bleeding (confirming heavy vaginal bleeding)" most recent follow-up information incorporated above includes: on 5-feb-2018: events -"vaginal bleeding, menorrhagia, allergic or hypersensitivity reaction, itchy skin, urinary tract infection, bladder problems or changes, urinary problems or changes, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, back injury from fall", lot number, reporter, historical condition added ffrom pfs. Historical condition, family history, lab data, concomittant condtion added from medical history. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.